Manufacturer narrative:
The customer's biomed replaced the power supply. The iabp was tested by the biomed and returned to use.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown. The patient switched to another iabp and therapy was continued. No patient injury was reported.